Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to hypoglycemia. The customer's wife stated that the customer has been like this since he was a juvenile diabetic. The customer's wife also stated that prior to the event, the customer had elevated blood glucose levels which the customer treated with a syringe. The customer's wife's perceived cause of event was the syringe treatment.